Event description:
The customer reported via phone call that they heard the battery cap grinding when a new battery was inserted into the insulin pump. The customer reported the battery was peeling from the top and bottom. The battery compartment showed signs of dust. The customer did a battery change and the battery came out sticky and damp. Customer's blood glucose level was 8.2 mmol/l. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.